Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose (bg) levels were slightly elevated at 277mg/dl. Customer indicated that elevated bgs might be a result of a sore throat and a recent traumatic event. Elevated bgs were treated by delivering a correction bolus.